Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Right-hip revision. Pt. Presented with a "substantial" limb-length discrepancy following tha. Dr. Opted to revise the acetabular component, going to an mdm construct for increased stability because of the revision. No complaints filed against the components themselves, femoral stem was left in-site, no further info available.